Event description:
It was reported that the right ventricular lead exhibited a high pacing threshold. The lead was removed and replaced.

Manufacturer narrative:
Final analysis found an electrical short, an x-ray revealed over torque of the distal coil at the connector area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.